Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient received ineffective stimulation with the left ilioinguinal lead. As a result, surgical intervention was undertaken on (B)(6) 2020 during which the lead was repositioned. Surgical intervention addressed the issue.

Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.